Event description:
Patient's son reported that patient had hip pain near incision. He stated xrays are "ok" but patient will be having bone scan. No contact information or additional information was provided by the son. He stated that they will call back if they need to. He had questions about the recall and questions about his father's symptoms. He was advised to see his surgeon with any medical concerns.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.